Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient arrived to emergency room with severe pacemaker syndrome and crosstalk- palpitations, presyncope, dysnea, pain, problems to walk. He physician tried electronically to correct the issue with programmer, however the issue still existed. The lead exhibited lead exhibited an insulation anomaly, the physician elected to explant the lead. The was in stable condition, no complications.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 18.0 - 18.2 cm from the connector pin breaching the outer insulation and exposing the outer coil. Abrasions are consistent with friction with another implantable device.